Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted the original cap was missing on the dark blue female connector. The reported condition was verified. The cause of the condition was related to device assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was no cap on a minicap transfer set. This was observed prior to installing the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.